Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to a recurrence of stress urinary incontinence. The cuff size was too small. An x-ray revealed that all of the parts of the aus were intact. A cystoscopy revealed quite severe incomplete closure of the urethra with the aus in the closed setting. The patient's recurring incontinence began at the beginning of (B)(6) 2018. No device malfunctions were found.